Event description:
On may 5, 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra2 meter displayed the error 2 message. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt by phone to obtain add'l info. The pt said the error 2 issue first occurred on the morning of four days earlier. The pt stated she felt very low and was weak, faint, and shaky due to taking medication (name and dose not provided) while not being able to use the reported meter. The pt then claimed that she treated herself and began to feel better. Her specific self-treatment action was not specified. The cca advised the pt of the correct blood testing procedure and resolved the error 2 issue. No products were replaced. The complaint is reported because the pt alleges she experienced typical symptoms of hypoglycemia as a result of taking her medication, after the reported issue. The reported issue had reportedly resulted in her not being able to test her blood glucose.